Event description:
The customer reported that the insulin pump did not alarm no delivery and no insulin was coming out. The customer experienced high blood glucose of 400mg/dl. Assisted the customer to run the self test and passed. Offered to perform the high pressure test, but the customer did not have the tubing clamp for testing. The customer did prime with the old infusion set and gave her a bolus several times. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Unable to verify any alarms due to corrupted history files. The insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. Low reservoir alarm functions properly and no unexpected blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.